Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, drawer 5 was failed and it was unable to recover. The customer stated that this malfunction caused a delay in dispensing medication to patients. The user managed to dispense medication from another station or pharmacy. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 08-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5 failed and was unable to recover. A field service engineer (fse) had found that drawer 5 had not failed. After logging into the hardware test application, the fse had tested drawer 5, confirming that the drawer and all sensors had been functioning properly. The fse had rebooted the device and had the customer perform the inventory of drawer 5, ensuring proper operation. The system functioned as intended after the field service engineer troubleshot the device.